Event description:
The disposable loading unit was used with instrument during an unspecified procedure. Reportedly, the knife blade disengaged while unloading the fully fired cartridge. The hospital has reported that no pt injury occurred.